Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the blue unload switch was at the home position. The adapter was received with a reload attached. Functional testing noted that the blue unload switch could only be partially depressed. There were universal asynchronous receiver-transmitter (uart) communications and articulation calibration errors in the data saved to the system. It was reported that the knife blade was difficult to retract, the instrument locked on tissue, and there was an undefined power stapler-handle or adapter error. The reported issues were confirmed. It was also reported that the firing rod was not in home position. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported conditions of articulation calibration errors, and uart communications error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4e2081y); sigpshell, sig power sigpshell control shell (lot#n4e2089y); sigphandle, sig power sigphandle handle (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, at the time of rectal resection, during rectal dissection, the cartridge knife would not retract, making it impossible to remove the cartridge from the rectum. Every kind of troubleshooting was tried, but the knife would not retract. Unable to remove the jaw from the tissue, the rectum was resected lower, exposed through the small laparotomy incision, and dissected along the side of the cartridge with scissors, and then the cartridge was removed from the trocar. After the knife advances, a cartridge removal error is displayed. The adapter part is displayed in black. The handle and shell were changed and attached again; however, the same error message was displayed and was not resolved. A manual stapler was used to resolve the issue.